Manufacturer narrative:
Per t:slim cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge on (B)(6) 2017, the customer reported that after changing the supplies on the pump and administering insulin injections, the high bg level was resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (422-568 mg/dl). A bolus via the pump was delivered to address the high bg levels. The customer was not sure of the cause of the high bg; however; due to a death in the family, the customer had been under stress and was thought to have contributed to the high bg. A pump system check was performed on (B)(6) 2017 and no device issues were identified. Reportedly, the customer was loading the cartridge with cold insulin instead of room temperature as per instructed by the cartridge labeling.